Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/06/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 17.5 diopter lens was inserted and removed from the patient's operative eye unexpectedly because it decentered and ripped the capsule while being inserted into the eye. There was no incision enlargement made, but a vitrectomy was performed and 2 sutures were used. The replacement lens was a non-johnson and johnson lens. Reportedly, the patient is doing fine post-operatively. No additional information was provided.